Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching. (B)(4).

Event description:
It was reported that infection and erosion occurred. The implantable pulse generator (ipg) and the right atrial lead were removed. The left ventricular lead was removed from the coronary sinus to the right atrium. The lead became stuck and was unable to be retracted. Multiple angioplasty wires and stylets were attempted to straighten the lead to facilitate removal without success. The lead was abandoned and will be removed at a later date. No further patient complications have been reported as a result of this event.